Manufacturer narrative:
Evaluation summary: the issue reported by the customer has been verified. The vso (solenoid) was replaced to correct the issue. The unit was serviced and paased all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the control module alarmed and an error code "l3-021" was received during a breast biospy. The gas valve is wrong. Another control module was used to complete the procedure with no patient consequence.